Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that since (B)(6) 2013, the patient felt ¿like there was a rubber band around his waist¿ and it was starting to hurt. It was noted that the patient was also having nausea and dry heaving and could not eat solid foods since that date. The reporter stated that the patient was going to see his healthcare provider on (B)(6) 2014. Additional information has been requested but was not available as of the date of this report.